Event description:
It was reported that the patient underwent spine fusion surgery from l3 to l4 using rhbmp-2/acs. The patient's post-operative period had been marked by increasing low back pain, cramping, and associated radiculopathy and paresthesias in his right leg. The patient continued to experience pain and cramping in his low back; pain, numbness, tingling, and weakness in his right leg; inability to sit or stand for prolonged periods; and difficulty ambulating, requiring use of a cane.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: patient presented with complaint of low back pain. On same day, patient presented with a pre-op diagnosis: l3-4 annular tear with instability. Patient underwent following procedure: l3-4 anterior lumbar interbody fusion (direct lateral approach). Placement nuvasive coronet cage placement. Placement of bone morphogenic protein. Per op-notes: ¿ the disc space was carefully shaped and fitted after performing annulotomy , discectomy, and release of the opposite lateral annular ligament to a size 10 lordotic 55mm coronet cage prefilled with a medium kit of bone morphogenic protein saturated to the sponge. Good fit and fill and secure fixation of plate was achieved. The patient tolerated the procedure well. No patient complications were reported.¿ on (B)(6) 2009: patient called for medicine refills. On (B)(6) 2009: patient called and stated that after therapy, he has a lot of pain. On (B)(6) 2010: patient presented with an office visit due to back pain at approx. L5-s1 and cramping approximately l3-l4 in the bilateral paraspinal regions at l3-4 and there is numbness in the left lateral knee. Medications were prescribed. On (B)(6) 2010: patient presented for an office visit due to left anterior knee pain, nausea and urinary urgency. Impressions: l4-5 degenerative disc, status post laminectomy. Status post l3-4 fusion. On (B)(6) 2014: patient presented with an office visit due to back pain and losing the use of right leg. Patient also underwent an x-ray which showed fusion bone consistent with a healed fusion. Impressions: status post l3-4 posterior spinal fusion with l4-5 laminectomy. Rule out l4-5 or upper lumbar disc protrusion.